Event description:
The pt called lifescan and alleged the one touch ultra meter was reading inaccurately high. The readings were 186mg/dl and 393mg/dl. The pt had symptoms of numb mouth, shaky, sweaty, and felt like they were "flaking out." The pt contacted a medical profesional, for advice and was treated with insulin. The pt took oral medication for diabetes. Though the symptoms are more applicable to hypoglycemia, pt did see the dr. Was treated for hyperglycemia. The customer care rep performed troubleshooting and the control solution test was out of range twice. The pt had high blood glucose and was treated for hyperglycemia. However there is possible indication the product malfunctioned, since the control solution test did not pass. The meter was replaced and return is expected.